Event description:
It was reported that during a total colectomy procedure, the device locked on the 13th or 14th firing. The device did open with the handles, but it was difficult to open. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.